Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The se performed calibrations and extended self-testing to correct the reported issue and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a serial number mismatch diagnostic message. The ventilator was not in use on a patient at the time of the reported event.